Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer stated they were able to see the reservoir and battery icons, but the word "bolus" was missing from the screen. It was also found the customer was unable to read the numbers correctly. The customer also reported the insulin pump's screen was cracked. Customer's blood glucose was 11 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received missing segments due to cracked and bleeding lcd glass. The insulin pump has minor scratched display window and cracked reservoir tube lip.